Event description:
A report was received that the patient underwent an explant procedure due to impaired wound healing at the incision site. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 15208106, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.